Event description:
The customer reported that foreign material was noted to be exiting from the scope¿s channel while reprocessing it in the sink. The customer noticed pink debris on the brush from the suction and biopsy channel. The customer reported that the scope¿s channel was brushed several times and a one hour hard clean was performed, prior to flushing with the scope buddy. The scope then reprocessed twice in the facility¿s automatic endoscope reprocessor (aer) twice and the pink debris still remained. There was no patient injury reported.

Manufacturer narrative:
The reporter¿s occupation and health profession are unknown at this time. The device was returned to olympus service center for evaluation. The customer¿s complaint of ¿ pink debris in the channel¿ was confirmed in the forceps passage. A cut was noted on switch #1 of the device. The scope¿s angulation was noted to be low and the movement of the control knob was noted to have play (udlr). The light lens was cracked. In addition, the bending section glue was also found cracked in the insertion tube. The cause of the foreign material remaining in the channel cannot be determined at this time. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the pink debris on suction/ biopsy channel was likely not removed due to the user not performing precleaning immediately after procedure or the adequate amount of water was not fed at precleaning and manual cleaning, and reprocessing was not conducted properly. Insufficient or incorrect reprocessing of the scope was likely caused by staff at the user facility insufficiently trained on device handling and reprocessing in accordance with IFU. This issue is addressed in the instructions for use (IFU): "reprocessing manual:5.3 precleaning the endoscope and accessories states on precleaning immediately after procedure as follows: if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure. Manually cleaning the endoscope and accessories states on detailed method of brushing/ cleaning each channel. " olympus will continue to monitor the field performance of this device.